Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating alert that led up to change sensor alert, no communication between insulin pump and transmitter, lost sensor signal, there was an issue in charging the transmitter, no led light was on charger. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l, mmt-7841zn, mmt-7715, mmt-7040a. Troubleshooting was performed for sensor alerts. Customer was unable to run a transmitter test. Customer was advised to try another sensor. Troubleshooting was performed for communication issue and charging issue. There was no visible damage to charger battery spring or connector pins. Customer had tried replacing the battery in the charger, but led light does not blink. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. The customer would discontinue to use of the device, mmt-7715 was requested and customer response was the device would be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.